Manufacturer narrative:
Approximate age of device - n/a. No patient information provided no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that s3 alarm was observed on gen 2 cmag console. The pump was placed in a backup setup without reported incident. The reported alarm was observed when making the exchange to back up setup. Once the console and motor were replaced the alarming console and motor were ran on mock loop with no further alarms observed. No further information was provided.

Event description:
Additional information: the s3 alarms occurred while on normal patient support. Patient was in-patient at time of event.

Manufacturer narrative:
Patient information was requested but was not provided. Additional information: approximate age of device - 6 months. Investigation conclusion: the reported event of a s3 alarm was confirmed via the log file. The centrimag 2nd generation primary console (serial #: (B)(6) was returned to mcs zurich for analysis. A review of the downloaded log file showed an ifd-shutdown (display dark) sub fault active on 13jan19 at 12:16. The sub fault triggered a ¿system alert: s3¿ and a ¿set pump speed not reached: m5¿alarms. The speed dropped from 3800 rpm (flow of 3.94 lpm) to 3300 rpm with 0 lpm of flow displayed. A further investigation on the returned devices was performed by the r&d department of mcs zurich. It was found that there were no faults found with the returned console and it operated as intended. As a result, the reported event could not be correlated to a console related issue. The console was forwarded to mcs burlington. Although the reported event could not be reproduced, reports of similar events have been documented and corrective action had been initiated to investigate the issue further. The investigation has determined that the issue is not related to a 2nd generation primary console related issue. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.